Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained a burn, described as a full thickness burn with blister, above her right elbow. The size of the burn was not provided and to date, no treatment information. The patient was padded to prevent contact with the bore wall but the pad may have not been replaced or may have moved when the patient was re-positioned for the second exam of a double study. No pads were used to prevent body loops. The system was tested and passed per ge healthcare specifications. In a sus voluntary event report, # mw5069793, received from the FDA on 07 jun 2017, the customer stated that it is believed that the patient had a prior infection and had gotten some saline as well as possibly other medications on the sheet near her arm and this could have contributed to the burn.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. Based on the information received, this incident appears to be the result of incorrect use of padding by the mr staff technologist. The technologist acknowledged that the patient warming was because the pad moved during the scan. The technologist should have checked the padding to ensure it was still in place for the lumbar and pelvis exams. The operator documentation describes the appropriate safety measures for padding patients for mr exams. In cases where adequate padding is compromised or not possible due to patient size, it is the operator¿s decision to conduct the mr exam, and their responsibility to monitor and maintain communication with the patient during the entire exam process. No systemic issues were identified and the system appears to have been operating within specifications, and functioning normally. All patient and system safety related subsystems appear to have been operating normally when checked by the gehc field engineer.